Event description:
It was reported during the implant attempt that after the physician modified the curve of the stylet it would not advance and became lodged in lumen of the lead. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).